Event description:
It was reported that puncture closure of an unknown vessel was attempted using a proglide device after a unspecified procedure. Reportedly, an unknown issue occurred with two proglide devices when they were fired, which caused a small hematoma. The method of treatment of the hematoma, if any, was not specified. The method of achieving hemostasis was not specified. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The second proglide device referenced is filed under a separate medwatch reference number.